Manufacturer narrative:
Patient programmer model: 8832, serial# (B)(4), catheter model: 8709, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported that a pump was found to be in stopped mode since (B)(6) 2012 for a total of 1092 hours and 15 minutes and since has had a tubeset alarm. It is unknown why the pump was stopped. The printout states that the pump was last filled with dilaudid but the previous md claims that the pump was filled with saline. It was reported that the pump will not be refilled or restarted until they are "100% sure what is in the pump and where".